Event description:
Received info stating that the customer's fill estimate was inaccurate. The customer reportedly loaded cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.